Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Dust partical.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage, occured in section b2. After review, it was determined that this options were incorrectly selected in section b2. Nothing such has occured to the patient. The report should have been sent for product problem only in section b1. Section e1 along with section d8 updated. In h6 type of investigation code was missing. The missing value is 4112.